Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that blank display and red flash on the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.